Manufacturer narrative:
Date of event: unknown/not provided, but the best estimate date is between (B)(6) 2013 and (B)(6) 2022. If implanted, give date: (B)(6) 2013, day not provided. If explanted, give date: not applicable, as there was no indication that the lens was explanted. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a comment responding to a social media video, that the patient had an intraocular lens (iol) implanted in (B)(6) 2013 and hates it. The patient has hazy vision and had the "posterior capsule zapped too" which did not help. No further information is available.